Manufacturer narrative:
Results: a sample is not available for evaluation. A review of the device history record could not be performed as a lot number was not provided. Conclusion: without a sample, an absolute root cause for this incident cannot be determined.

Event description:
It was reported that while using a bd ultra-fine insulin needle w/a novolog flexpen, the needle broke off in the consumer's arm because the pen was not depressing correctly as there was a piston rod floating in the device. The consumer was evaluated in an emergency dept where he received an x-ray which did not locate the broken needle. He was advised that the injection site looked fine, that the needle would work its way out on its own, and was prescribed an unknown oral antibiotic for prophylaxis.